Event description:
It was reported that the patient¿s pump became infected right after implant. The patient went for post-op after the initial implant and the healthcare provider (hcp) noticed the patient had oozing where the pump incision was. The patient went into surgery in (B)(6) 2002 to get the pump removed and was treated with antibiotics. The same pump was re-implanted from the back to the front of the patient after the infection cleared. The pump was re-implanted several weeks after the initial implant. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w lot# l57861 serial# implanted: 1999-01-04 explanted: product type catheter. (B)(4).